Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 with a nasal sample. Repeat testing was not performed. Pcr confirmation testing was performed and generated a negative result. The customer stated the patient was asymptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Tested the ID now covid-19 retain test kit lot 1047763 with covid-19 lod and a blank patient swab eluted in elution buffer. All tests were run in duplicate, were valid, and performed as expected. No unexpected or false positive results were observed, and the customers complaint was not replicated. Additionally, the manufacturing records and quality control release testing were reviewed for kit part number 190-000 / lot 1047763 and test base part number 190-430 / lot 1047763. Quality control release testing met specifications with no false positive results observed. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is 0.002%. Based on the evidence available, it indicates that this device lot is performing as expected. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.